Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device, and a similar complaint. Conclusion: the root cause could not be identified. The issue was likely to have been caused by faulty printed-circuit board. It was confirmed that the printed-circuit board has an alternating current-direct current function. Olympus will continue to monitor the field performance of this device. Corrected data: d9.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the high-definition liquid crystal display monitor did not power up. The intended diagnostic procedure was completed with a similar device with no surgical delay. No patient injury or procedure impact reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The monitor did not power up due to a printed-circuit board failure. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.